Event description:
The customer reported via phone call that he had a problem with the enlite sensor. Customer had differences between sensor glucose and blood glucose readings. Customer stated that the sensor reading was lower than his actual blood glucose. Customer's blood glucose was 143 mg/dl. Customer stated that he believes that there was nothing attached to the sensor to begin with because there was no puncture in the skin. Customer agreed to return the sensor for analysis. Customer stated that he calibrates 4 times a day, but sometimes he calibrates 5-6 times. Customer was advised not to over-calibrate because it will produce an inaccurate reading. Customer stated that the cannula was not bent and that he was awakened at night by a threshold suspend. Customer will be sent a replacement sensor as a courtesy.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed visual inspection and found sensor cannula retracted inside the sensor base and found no broken cannula during analysis. Unable to confirm the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.